Manufacturer narrative:
The customer's report was observed onsite by a zoll certified service provider. The device was then returned to zoll medical corporation for evaluation. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device log was not available for evaluation. The device was recertified and returned to the customer. The batteries used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed onsite by a zoll certified service provider. However, without reciept of the device at zoll medical corporation, root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.